Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during clinical check, the implantable cardioverter defibrillator (ICD)encountered battery depletion during warranty time, elective replacement indicator (eri) triggered that was indicated as premature battery depletion. It was also reported that since ICD implantation, there were approximately eight times of defibrillation treatment. The ICD remains in use, and is scheduled for explant and replacement. No patient complications have been reported as a result of this event.